Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 4/10/2019 and 2/3/2020. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product evaluation was not performed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient was implanted bilateral intraocular lenses for cataract. For the left eye (os), zxr00 was implanted. Then for the right eye (od), zxt150 was implanted. Soon after both implants, the patient developed visual issues. His concerns are that his eyes are tired and repeatedly attempt to close after 5 pm. Also, his eyes feel dry, also a late afternoon observation. Both eyes tear frequently, more at evening but throughout the day. The sensation of looking through frames, as if using binoculars. His reading vision is worse than it has ever been. He had anticipated not wearing glasses. The dark spots continue to show up occasionally, but they are reduced in frequency. It was learned through follow-up that he had yttrium-aluminum-garnet laser treatment (yag) to remove cell growth. The patient mentioned that he has dry eyes and it makes his eyes feel like they have sand in them and his eyes tear. Over the counter eye drops were provided by the doctor for the dry eye symptoms. The drops have helped but have not eliminated the symptoms. His doctor had no plan to explant and provided him a letter indicating that his results fall within the parameters of a successful procedure. The patient stated that the symptoms do not significantly affect his ability to perform daily activities. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).